Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a "ca rectum- 6cm from anal wall" procedure, "during the anastomosis the surgeon found the firing hand very hard to press. He checked the adjusting knob, gap setting scale and safety knob for confirmation. Post retrieval of the device, there were few observations of misfiring staple. The surgeon found on a note of clock at 9 to 3 o'clock, there were cut and approximation; at 3 to 9 o¿clock only cut was found and no approximation of anastomosis." Another like device was used to complete the procedure. There was a delay of thirty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.